Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of right shoulder components due to glenoid loosening. The case report form indicates the event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.